Manufacturer narrative:
(B)(4). This issue was resolved over the phone and the patient continued therapy with new supplies. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a patient contaminating the patient line. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services requesting assistance with getting the cassette out on the home choice (hc) machine, during initial drain (I-drain). The hp stated she contaminated her patient line and needed to end therapy and start over with new supplies. The technical service representative (tsr) assisted the hp to cycle power to end therapy and explained to start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.